Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Drive support disk was monitored and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had damaged. The customer¿s blood glucose level was 83 mg/dl. Customer states she has been getting no delivery alarms cleared them out, would rewind never changed anything out though then hour later would get alarms again finally changed everything out last night. Customer states she put it in thigh instead of stomach and this morning 3 alarms for no delivery one at 2am during basal did rewind and primed, then at noon it did it again so she did rewind and prime and took manual injection, said she called about 30 minutes ago due to no delivery and it did it again right before that. Troubleshooting was performed for damage and notice damage to the drive support cap. Customer reports the drive support cap is sticking out. Advised customer to ensure they are disconnected from the pump. Advised customer to treat as per health care professional instructions. Customer reports the drive support cap is sticking out. Advised customer the pump will need to be replaced. The insulin pump will be returned for analysis.